Manufacturer narrative:
The reported events of inability to capture and no inductive telemetry were confirmed while the reported event of premature discharge of battery was not confirmed. The device was received with no telemetry communication and no output. Analysis performed did not identify any functional issues. Longevity assessment found the device was at end-of-service (eos) voltage levels and did not meet the projected longevity. Additional findings unrelated to the reported events indicated that visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. Feedthrough leak test was performed, indicating a device hermeticity breach. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.

Manufacturer narrative:
The device is included in the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on 18 feb 2025 for a subset of devices distributed and implanted outside of the united states.

Event description:
It was reported that the patient presented to the emergency room (ER) due to syncope and an arrythmia. It was noted that the pacemaker (pm) had no low voltage (lv) output, no capture, the battery had prematurely depleted, and there was no inductive telemetry. The pm was explanted and replaced. The patient was stable throughout the procedure.